Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider stated he removed the cover to the junction box and the top of the circuit board was black and melted. The top of the junction box cover is black and melted too.